Event description:
A report was received that the patient pocket and lead site incision was not healing properly. The patient cannot lean back without her back throbbing and its scabbing over whole incision. The physician believes that the patient had allergic reaction to the nylon sutures he used and was prescribed with an antibiotic. The patient underwent an explant procedure and reportedly doing fine following the procedure.

Event description:
A report was received that the patient pocket and lead site incision was not healing properly. The patient cannot lean back without her back throbbing and its scabbing over whole incision. The physician believes that the patient had allergic reaction to the nylon sutures he used and was prescribed with an antibiotic. The patient underwent an explant procedure and reportedly doing fine following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8216-50 serial #: (B)(4), description: artisan surgical lead, 50cm.

Manufacturer narrative:
Update to field b2 of the initial MDR. Additional information was received that the (B)(6) was procedure related and not device related. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient pocket and lead site incision was not healing properly. The patient cannot lean back without her back throbbing and its scabbing over whole incision. The physician believes that the patient had allergic reaction to the nylon sutures he used and was prescribed with an antibiotic. The patient underwent an explant procedure and reportedly doing fine following the procedure.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility.